Event description:
Caller reported damage to tandem charging cable. There was no adverse impact to the customer¿s blood glucose level. Technical support resolved the issue by deciding to replace the damaged charging supplies and include them in a replacement pump return merchandise authorization, as the customer was already due to receive a replacement pump due to another issue.